Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the current fill estimate showing 150 units instead of the caller's expected 110 units. There was no adverse impact to the customer's blood glucose level. Although the caller was educated on how to remove air from the cartridge, they chose not to load a new cartridge and decided to continue using the current cartridge, with the option to follow up if necessary.